Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and leiomyosarcoma. Concurrent conditions included asthma, nausea and vomiting. Concomitant products included budesonide;formoterol fumarate (symbicort) since 1978, ferrous sulfate since 2018, hydrochlorothiazide, ibuprofen, mestranol; norethisterone (ortho novum) from 2003 to 2010, metoclopramide, salbutamol (albuterol hfa) since 1978 and salbutamol sulfate (proair hfa) since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping) / abdominal pain duringmy menstrual cycle"). In 2018, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). In (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: severely anemic"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: there was noted to be four expanding coils trailing into the uterus on the right. There was noted to be three expanding coils trailing into the uterus on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received- case was upgraded from non-serious to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and leiomyosarcoma. Concurrent conditions included asthma, nausea and vomiting. Concomitant products included budesonide;formoterol fumarate (symbicort) since 1978, ferrous sulfate since 2018, hydrochlorothiazide, ibuprofen, mestranol;norethisterone (ortho novum) from 2003 to 2010, metoclopramide, salbutamol (albuterol hfa) since 1978 and salbutamol sulfate (proair hfa) since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping) / abdominal pain duringmy menstrual cycle"). In 2018, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). In (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: severely anemic"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: there was noted to be four expanding coils trailing into the uterus on the right. There was noted to be three expanding coils trailing into the uterus on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Lot number:664437, manufacturing date: 2009-08, expiration date:2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.